Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.0x12mm mini trek rx balloon dilatation catheter is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery (lad). An unspecified non-abbott stent was deployed and an attempt to advance an intravascular ultrasound (ivus) catheter to check apposition was made, but the ivus catheter could not cross the stent. A 3.0mm non-abbott balloon dilatation catheter (bdc) was advanced to post-dilate the stent, but this too could not cross. An attempt to cross the ivus catheter followed by the 3.0mm non-abbott bdc were made but failed again. A ht bmw universal ii guide wire was advanced and a 2.0x12mm mini trek bdc was advanced to the target lesion. The balloon was inflated once but ruptured at an unknown atmosphere. The bdc was removed. An attempt to remove the guide wire was made, but it was stuck with the deployed stent and when the guide wire was pulled back the tip separated. It was noted that the deployed stent coiled/bunched and it is assumed the tip is with the stent. A balloon pump was installed and the patient was sent to coronary artery bypass surgery. The stent/tip were not removed from the patient, but the proximal lad was bypassed. Per the physician¿s opinion, the ht bmw universal ii guide wire and 2.0x12mm mini trek bdc did not cause the stent to coil/bunch. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the retuned guide wire and the reported tip separation was confirmed. The reported entrapment of the device and the device damaged by another device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the implanted stent became damaged during attempts to advance the intravascular ultrasound (ivus) catheter through the stent, causing the guide wire to become trapped or stuck on the implanted stent. Manipulation against resistance resulted in the reported tip separation and damages to the coils. The noted bends and teflon damage were likely occurred during retraction through the torque device and/or other devices used during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.